Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with stress urinary incontinence. Fluid loss in the device was noted. The aus was explanted and replaced. There were no additional patient complications.